Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had air bubbles when it gets close to the end of the reservoir. The customer's blood glucose level was unknown. The customer also reported that there was a a crack at the top of the reservoir compartment and the battery compartment. The customer also reported that the reservoir lip ring was damaged. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.